Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the staff noticed a broken cable on the prograsp forceps, so they replaced it with a different type of backup instrument. According to the last surgery it was used, the instrument grip was wider than normal. No injury. No tissue was grasped. The procedure was completed with no delay. The instrument had 3 lives left. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.